Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had a hole in the proximal end of the cylinder from sharp instrument and had wear at fold in the middle of the cylinder. The first cylinder did not pass the leakage testing. The second cylinder was microscopically inspected and was torn along the entire length from wear and had wear at fold in the middle of the cylinder. The second cylinder passed the leakage test. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and were worn to the filament. The ms pump passed leak test, but did not pass the activation tests. Based on the information available, the torn outer tubing on cylinder 2 could affect the product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The ipp was explanted and replaced with a tactra. The original reservoir was not removed. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cylinder connecting tube was found. The ipp was explanted and replaced with a tactra. The original reservoir was not removed. No patient complications were reported.